Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, or battery out limit alarms noted. The device had intermittent button response due to corroded keypad traces. No moisture damage under lcd screen, electronic assembly or motor noted. The device had cracked case at display window corner, minor scratches on the lcd window, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump stopped working. Customer stated he got the device wet, he was caught by a rainstorm, and it got damp. The device is alarming battery out limit and he is unable to clear the alarm. Customer's blood glucose was 176 mg/dl. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.